Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage, constant tone and blank display on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to condensation and constant tone occurred. Customer advised the insulin pump went immediately blank after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No vibrate anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.